Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. Customer unable to continue with a cartridge change at this moment. Advised patient to treat as hcp would instruct and call back once they are able to go through a cartridge change. No further assistance provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.